Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that initially the charger was displaying a problem with the battery and then would not power on. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (displayed battery problem/will not power on) has been confirmed. The cause for the defective charger/modem is a thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.